Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4)

Event description:
It was reported that during the implant procedure, the helix was unable to extend. After several attempts to extend the helix had failed,the lead was replaced without any issues. The patient's condition was unstable and was moved to ICU. That night, the patient went into a cardiac arrest and expired. The patient had a pre-existing condition of low oxygen saturation and this was noted prior to the procedure. The physician does not allege that the device caused or contributed to the death.